Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr290v vented autofeed humidification chamber failed the ventilator leak test before use. Conclusion: without the complaint device, we are unable to determine what caused the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor in wisconsin reported on behalf of a healthcare facility in texas that a mr290v vented autofeed humidification chamber failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We have requested further information and return of the complaint device for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility in (B)(6) that a mr290v vented autofeed humidification chamber failed the ventilator leak test before use. There was no patient involvement.